Event description:
A pt reported blood glucose results of "320, 220 and 235 mg/dl" with a lifescan meter, performed within 10 minutes of each other. All products were replaced with a one touch basic kit as requested by the pt.